Event description:
The MFR rec'd info alleging a ventilator's blower was locked. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor will be replaced to address the issue. Device has been evaluated, but the components have not been replaced pending customer approval of estimate.